Event description:
It was reported that the agiltrac balloon ruptured at 8 atm. The balloon piece was successfully snared from the vessel and the device was removed without further incident to the patient. The doctor tried to use another agiltrac balloon, and it also ruptured at 8 atm. However, this balloon was removed intact without incident.